Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 466 mg/dl and treated with insulin pump. The customer assisted with troubleshooting. Customer states they were trying to give a bolus and the bolus wizard did not work. Customer states the insulin pump did not going to give them more than they need. The device will not be returned for analysis.